Event description:
As reported by the user facility: a continuous infusion of magnesium sulfate (asthma) was programmed into the medication drug library with capability to load and bolus. Because bolus doses vary by weight (pediatric mg/kg dosing) no default rate or dose could be entered. Guardrails of soft upper and lower limits were programmed. When this program was sent over to the pump and tested, the pump prompted a rate of 1200ml/h for the load/bolus without warning even though it violated the soft upper limit (150ml/h). This could be up to 20x the intended rate (over 20 minutes) in smaller patients. This was invisible to the programmer of the drug library as the software had appropriate guardrails and did not set a default rate. Although the risk of patient harm with this drug is lower, it could occur in high risk drugs as well as it was not drug-specific, but specific to the mode of delivery.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Active device history log review: [x] n/a defect confirmed defect not confirmed test result(s): defect confirmed [x] defect not confirmed. Results description: n/a no sample. No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.